Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of dry eyes, observed at five months post lasik treatment. Upon additional follow up, reporter indicated the patient was prescribed cyclosporine ophthalmic emulsion and over the counter artificial tears. Reporter also relayed patient issue was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.